Event description:
It was reported that the catheter balloon was difficult to deflate, as only 3 ml of water came out during aspiration. Per the user, the catheter balloon was visibly still inflated, so the inflation lumen was cut and the catheter was then removed.

Manufacturer narrative:
The reported event was confirmed as manufacturing because only the manufacturing site has access to the inflation notch. Visual evaluation of the returned sample noted one opened (no original packaging), pediatric silicone two-way foley catheter was received. Visual evaluation noted the inflation arm was cut and missing from the sample on return and the balloon could not be deflated due to a lack of the inflation arm. The balloon was dissected to find the inflation notch was not completely perforated. This does not meet the specification "verify that the eye and notch punches are complete and in within the applicable drawing for each fr. Size." Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be inadequate pressure on the machine to punch. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter balloon was difficult to deflate, as only 3 ml of water came out during aspiration. Per the user, the catheter balloon was visibly still inflated, so the inflation lumen was cut and the catheter removed.